Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a hemostasis procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complainant, while injecting a duodenal ulcer, the needle did not retract. There was no harm to the patient.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.